Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrector malfunctioned, it did make a puncture. The cutter seemed to partially disengage at the base and extend to about twice it's normal length during vitrectomy procedure. There was no reported patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The opened probe returned for evaluation was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore, no sample evaluation was performed. However, the photo attached to the parent complaint confirms the probe needle/stiffener is detached form the probe assembly. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent complaint confirms the probe needle/stiffener is detached form the probe assembly. However, the sample associated with the reported product and lot number was not received at the manufacturing site; therefore, the root cause for the customer complaint issue cannot be determined. The returned sample was not within the final lot number based on radio frequency identification (rfid) tag identification; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the cutter tip extended out all the way from the body of vitrector and jammed into retina while it was being used inside the eye. Fortunately it did not hit the macula.